Event description:
A discordant low nucleated red blood cell (nrbc) result was reported on one thalassemia patient sample on the advia 2120i with auto waste and autosampler. The system did not produce a nrbc result as the nrbc enumeration was disabled on this system; however, the system triggered the platelet clumps flag (plt clumps). The results were reported to the physician, who did not question the results. The customer reviewed the blood smear manually and counted 100 nrbcs. The sample was repeated on another advia 2120i with auto waste and autosampler system, which also had the nrbc enumeration disabled. This system triggered the nrbc flag. The customer corrected the white blood cell (wbc) and nrbc result via the manual differential and issued a corrected report to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant low nrbc result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the issue and determined that it was due to user error. Although system a did not produce a nrbc flag for this sample, there was a plt clump flag produced. The customer should have reviewed the initial flagged results prior to releasing them to the physician. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended."a siemens field service engineer (fse) was dispatched to the customer site. The fse cleaned the rbc pathways and perox chamber and replaced the waste lines on the advia 2120i with auto waste and autosampler system. He then verified the optics and performed a precision run before rerunning the same sample on the system. The results obtained were:parameter rerun result on system a after fse maintenancewbc (x10^3/ul) 18.51 nrbc (%) * morphology flags left shift ++ nrbc + plt clumps +*nrbc enumeration was disabled on system a. The cause of why system a did not produce a nrbc flag is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.